Manufacturer narrative:
The customer was unable to provide the required information to enable further investigation, such as the kit's lot number, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to label statements.

Event description:
The customer reported a negative result with the binaxnow covid-19 ag test performed (B)(6) 2020. Information regarding swab type, sample type, and test procedures used were not provided. Repeat testing was not performed. Two confirmatory pcr tests (samples collected (B)(6) 2020) generated positive results (CT value not provided). The patient was not symptomatic at the time of testing. No further patient information was provided. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.